Event description:
It was reported that the t:slim x2 pump's battery would not charge, and the pump would not power on. There was no reported adverse impact. Technical support instructed the customer to leave the pump connected to a known working outlet for at least 30 minutes, but the pump did not charge. The customer tried different adapters and cables, which did not resolve the issue. Customer reverted to an alternate method of insulin delivery.